Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint. The instrument was found to have no loose or broken cables. Additional findings were found during the device evaluation: the instrument was found to have the conductor wire cap missing. The instrument was found to have damage of the conductor wire¿s insulation. The instrument was found to have the yaw pulley pin broken. The broken piece measures approximately .037" x .058". As of 4/15/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. The system ID was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video investigation was performed as no image or video clip for the reported event was submitted for review. This complaint is being reported based on the failure mode noted in failure analysis investigations indicating the instrument had conductor wire insulation damage with no evidence or claim of user mishandling or misuse. Damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. There was no report of patient harm, injury or adverse outcome due to the event. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument was returned with 5 usages remaining and, therefore, had not expired. This report has been generated in response to FDA inspectional observations dated (B)(6) 2020.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument had a loose cable. The instrument was not used on the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.